Manufacturer narrative:
Additional information : upon follow-up, it was reported that treatment with antibiotics was discontinued, the patient was recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with an injection of vancomycin and ceftazidime (1gm, route and frequency not reported). At the time of this report, treatment was ongoing and the patient was recovering. Pd therapy was ongoing. No additional information is available.